Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00610. Ref (B)(4) lot 62950806 shell 52mm. Ref (B)(4) lot 62793492 screw 6.5x30mm. Ref (B)(4) lot 63029109 screw 6.5x25mm. Ref (B)(4) lot 62932230 longevity liner. Ref (B)(4) lot 63051337 femoral head 36mm+0. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision surgery approximately 2 years post-implantation due to due to pain, elevated metal ions, radiolucency, and progressive difficulty ambulating. During the revision procedure, pseudotumor with altr, necrosis, and implant corrosion were noted. The acetabular shell was noted to be loose with no bony ongrowth on the implant, and the locking ring of the shell was found to be broken. All components were removed and replaced. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown versys head, lot #: unknown, item number: unknown, item name: unknown m/l taper stem with kinectiv technology, lot #: unknown, item number: unknown, item name: unknown liner, lot #: unknown, item number: unknown, item name: unknown cup, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02767, 0001822565 - 2019 - 02719. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to unknown reasons approximately 2 years post-implantation. No additional information is available at this time.